Manufacturer narrative:
The force bipolar instrument was analyzed and found to have the instrument grip tang-bent and confirmed the customer reported issue. The instrument was found to have one bent grip tang, causing them to be misaligned. The offset at the tips was 0.57 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause of bent instrument grips tang is attributed to damage during use, as moderate misalignment of grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments. Intuitive followed up with the nurse and confirmed that it was not an issue with the wire (loose conductor wire or grip cable or a broken conductor wire), but rather a misalignment of the part surrounding the wire.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw part of the force bipolar instrument did not open. It was confirmed that there was external damage (the cover covering the wire was misaligned). The surgery was completed by replacing it with a backup instrument. The instrument damage was confirmed 1 hour after the surgery started. The cover of the wire was out of order. No delays. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical followed up and confirmed that the procedure was hysterectomy by dr. (B)(6). Issue occurred during removal of uterus. The jaws were not stuck on tissue when the issue occurred, and the issue did not occur after a system fault. Instrument was not in strong grip mode. There was no unexpected tissue removal. No bleeding. External damage did not refer to damaged insulation. There was no collision. No additional information was available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. .